Event description:
The customer reported that he was in a car accident a couple of months ago. The customer stated that the insulin pump alarmed, but he did not hear or feel it. The customer's blood glucose reading was 69 mg/dl when the paramedics arrived. Nothing further was recorded.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.